Event description:
Additional information received from the healthcare professional (hcp) reported that the patient needed instructions on how to use the patient programmer to find and activate all three programs. There were no known symptoms. On (B)(6) 2016 the clinical specialist met with the patient to instruct on proper use of equipment. The issue of the missing programs has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient met the manufacturer representative (rep) for programming 2-3 months prior to the call. They received a program for the left, a program for the middle, and a program for the right, but now they are missing programming. Caller was able to use the programmer and it showed program a group 1 was set at .10. Caller is able to use the programmer it showed program b group 1 was set at 2.9. Caller states the rep set up another group but they could not locate it the group on the programmer. The patient was directed to call their doctor. There were no symptoms reported. Follow-up was requested to determine root cause. The event will be updated and a supplemental report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.